Event description:
It was reported that a ballon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel. During the procedure a 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 6 atm for 40 seconds, the balloon ruptured. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure.

Event description:
It was reported that a ballon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous vessel. During the procedure a 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 6 atm for 40 seconds, the balloon ruptured. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure. It was further reported that the anatomical location of the lesion was the first diagonal of lad.